Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a suture was used. During surgery, the needle was broken at the body part during interrupted suturing. It was commented that excessive force might have been applied to the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2018. Evaluation: an unopened sample of product was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, no needle breakage was found.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2018. Evaluation: a failed suture needle, was submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.